Event description:
Upon removal of the harmonic scalpel from the patient's abdomen during a laparoscopic tubal ligation, the active blade brushed alongside of the bowel and there was noted to be a small serosal burn. The bowel was oversewn with one suture as a protective measure.